Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified distal superficial femoral artery that did not have any tortuosity and was occluded. A 10 cm command 18 guide wire was used; however, it met resistance with a non-abbott support catheter during advancement and during removal. This resulted in the polymer of the guide wire tip to peel off and separate inside the support catheter, which became blocked. Therefore, the guide wire was removed followed by the support catheter. The guide wire was then replaced with a new unspecified command guide wire to successfully complete the procedure. There was a slight delay of a couple of minutes, but it was not clinically significant and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment, peeling, difficult to position and difficult to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction and/or manipulation of the device resulted in the reported/noted multiple guide wire damages (stretched/wrinkled/detached /peeled coating, stretched coils, multiple core bends) thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.